Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating /gastrointestinal or digestive system condition type: bloating."), weight increased ("weight gain"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), back pain ("lower back pain") and vulvovaginal pain ("vagina /painful intercourse /pain in the vagina"). The patient was treated with paracetamol (tylenol), thomapyrin n (excedrin migraine) and surgery (removal of essure,on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, weight increased, migraine, headache and dysmenorrhoea outcome was unknown and the back pain and vulvovaginal pain had resolved. The reporter considered abdominal distension, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2017 discrepant information -essure insertion date previously reported (B)(6) 2013 diagnostic results: in (B)(6) 2013- hysterosalpingogram (hsg). Results of your essure confirmation test- total bilateral occlusion, hcp said fallopian tubes were closed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details, concomitant drug, treatment drug and unstructured relevant tests were added. Migraines / headaches, dysmenorrhea (cramping), lower back pain and vagina /painful intercourse /pain in the vagina were added as events. Essure was withdrawn. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2017. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.